Event description:
A customer reported she was using improperly calibrated meter that was giving her incorrect readings and as a result she experienced hypoglycemic episode and had a seizure. Paramedics were called and treated her with glucose gel. Additionally, she self-treated with glucagon and food to bring her blood glucose up. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.